Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the percutaneous (perc) pin they had for a case was too thick to fit in the receiver of the perc pin frame. After the account used excessive force to get the frame on, they managed to get the frame off but discarded the pin after use and kept the frame holder. The site replaced the pin to continue the case. The manufacturer representative arrived on site to and found a perc pin with the same lot number as the reported perc pin; however, the frame holder fit onto the pin without issue. It was reported that the hospital was testing the pin's j-hook before implanting it on the patient until further notice. There was no impact to patient's outcome and there was no surgical delay time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.